Manufacturer narrative:
From the analysis of the received sample, it is evident that there is a small hole on the side of the bag from which liquid leaks once the bag is filled. The root cause is attributable to non-compliant equipment, in particular the plates used for the leak test, which do not meet valmed standards, as well as to the lateral, rather than perpendicular, method used to remove the bags from the plates. A previous investigation conducted on the manufacturing process of the third-party supplier revealed that the plates used for the leak test were not compliant with valmed standards. Specifically, the spacers were not correctly positioned, and, in addition, it was observed that the operator occasionally removed the bags from the plates using a lateral movement rather than a perpendicular one. This removal method, combined with the non-compliance of the plates, may have caused tearing of the material. Although these bags passed the leak test, as no immediate leakage was detected, the presence of micro-tears may evolve into actual holes during subsequent processing steps or over time, thereby compromising product integrity. After analyzing the sample, the previously conducted analysis is confirmed. A corrective action was opened concerning the replacement of the plates used to perform the leak test at the third-party supplier starmec, as they were manufactured according to standards defined by valmed. The corrective action was closed with a positive outcome on 14/10/2025. It is considered effective, as no similar complaints regarding batches produced after the implementation of the corrective action have been reported to valmed.

Event description:
Baxter 3 liter eva tpn bags found leaking on multiple occasions. After completing compounding bag was place on counter to be picked up and noted to be leaking in upper corner near handle. This has happened 3 times.